Event description:
It was reported that the patients' patella fractured so the surgeon revised. The patient stated to the surgeon that something happened but she doesn't quite remember the fall.

Event description:
It was reported that the patient's patella fractured, so the surgeon revised. The patient stated to the surgeon that something happened but she doesn't quite remember the fall.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for identification or evaluation. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The exact cause of the event could not be determined with the limited information available at the time of evaluation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).